Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display.

Event description:
It was reported via phone call that the insulin pump was damaged. Customer blood glucose level was 113.4 mg/dl. Customer also stated that the insulin pump fallen down, screen was flashing and insulin pump was alarming. The device was returned for analysis.